Event description:
A male pt called lifecor customer support to report that the system is constantly alarming him to "adjust belt". He reports using lotion on the electrodes and all of the electrodes are touching his skin. The pt's electrode belt and monitor were replaced.

Manufacturer narrative:
Device manufacture dates: electrode belt: 08/2003, monitor: 12/2002. H.3: evaluation; device evaluations of electrode belt and monitor have been completed. The reported problem was confirmed. The cause of the alarms was an open connection within the distribution mode of electrode belt. The wire to t9 (lead_1_negative) had been pulled from its solder connection on the distribution node pca causing the open connection. The root cause of the open connection was excessive force on the cable. Monitor was subjected to the full series of functional tests, no problems were found. No adverse event resulted from the damaged electrode belt. The pt received a replacement electrode belt and monitor.